Event description:
Patient is reported to have developed a burn on the calf following treatment with the anodyne professional unit administered by a healthcare professional. Pt was treated with antibiotics.